Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin squirted out during the manual prime process. The current blood glucose reading is 173 mg/dl. The drive support cap is protruded. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion due to protruded/loose drive support disk. The insulin pump received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked belt clip slot.